Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the manufacturing records was performed and indicates that there were no quality concerns associated with the manufacturing process

Event description:
It was reported by an attorney that the patient underwent surgery to repair a recurrence of the abdominal hernia on (B)(6) 2015 during which the surgeon ¿excised all unincorporated portions of the failed mesh¿ and mesh was implanted. It was reported that the patient experienced severe pain, neuro-muscular problems, inflammation and nerve damage. No additional information is provided.